Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and general nociceptive condition. It was reported that probably about a month ago the patient was not getting a connection with their delivery system for their boluses. The patient was going up to 90% and it would either stomps or tell them to reset it or try to reconnect. During call patient service walked patient through clearing data and patient was able to connect without getting stuck at 90%. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.